Event description:
Late 70¿s female with history of non-st-segment elevation myocardial infarction (nstemi) and new onset atrial fibrillation, chest pain and rectal bleed. Procedure: sma angiogram, sma branch angiogram. During the contrast injection part of the procedure, the bs microcath broke at the hub. No known harm to the patient. Another device used without issues. Manufacturer response for direxion, (brand not provided) (per site reporter) will obtain.